Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the reported malfunction. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." "Test results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that she activated the device at 8:22 am and her blood glucose reached 360 mg/dl by 12:32 pm. She thinks the cannula was never fired out of the pod. She gave more than on insulin bolus and was not eating. The device was removed at 12:37 pm and discarded.